Event description:
On 07/31, the patient obtained a blood glucose result on his one touch basic meter of 29 mg/dl. Because of this result, he called the paramedics and was transported to the hosp where a lab result of 405 mg/dl was obtained. The patient was treated with regular insulin and released two hours later. He reports that he has experienced inaccurate results with test strips that have expiration dates of 1999. He has performed comparisons with the lab that would indicate that the test strips are reading inaccurately. He requested that his supply of test strips with 1999 expiration dates be replaced with strips with 2000 expiration dates. He did not want his meter replaced.